Event description:
2/18/97-surgery to perform an ulnar shortening. 5/7/97-broken plate discovered on x-ray. 3/26/97-the pt started in a remobilization and strengthening program. Bone union was not confirmed. 5/20/97-replating of ulnar bone. 12/3/97-healing confirmed. 12/3/97-surgeon confirms in letter that the pt was probably out of his splint much of the time.